Event description:
The facility representative reported a colleague infusion pump which experienced failure code 803:07 during patient use in the patient care unit. No patient injury or medical intervention was reported. The user interface module master software version for this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received for evaluation by baxter and is in the process of being evaluation. A follow-up report will be submitted upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 803:07. The root cause was determined to be dirty pump head module prisms. No repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported that the acculink stent delivery system (sds) got stuck on the delivery wire and while trying to back the sds off the filter delivery wire, the sds tip detached. The filter wire was cut short and another unknown 9 x 30 stent was deployed instead. This was a long lesion so a tapered 6 mm-8mm x 40 unknown stent was deployed proximally. Reporedly, there were no patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).